Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in the clinic after receiving a vibratory alert. The implantable cardioverter defibrillator exhibited backup vvi operation. A device download was performed successfully. The patient was asymptomatic to the event and was in stable condition.